Event description:
It was reported that the chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Per follow up information received via email on 11-dec-2023, device would be repaired at crawley. Once done, paperwork would be uploaded to smx and there was no patient involvement. They just meant that they think the chiller would be replaced instead of repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Primary wo to this complaint is (B)(4) . Per follow up information received via email on 11dec2023, device would be repaired at crawley, there was no patient involvement. They just meant that they think the chiller would be replaced instead of repaired. Per sample evaluation results on 04jan2024, it was reported that the chiller pump was faulty. Slow filling due to clogged fill tube filter.